Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a restart. The field service engineer (fse) initially found no errors. Based on prior experience with this drawer, the fse applied pressure to it, which triggered the error device command failed with reply code busy initializing. The fse replaced the retractor band, drawer controller, latch sensor, position sensor, and sliding latch, but the error persisted. After replacing the solenoid and plunger, the issue was resolved. The same fix was applied to drawer 1, and the error was resolved there as well. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.